Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's spectra penile prosthesis was replaced due to patient dissatisfaction. The patient was dissatisfied with the bending and rotating instability. No further patient complications reported in relation to this event.